Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows both ts remain on the insertion needle. The suture is slightly disorganized. The device was functionally tested for proper actuator advancement and cycling, both ts deployed as intended as a result of the test. The device was not returned in the reported condition of the complaint of simultaneous deployment. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that t2 was deployed with t1 at the same time. Procedure was completed with a back-up device. No patient injury reported.